Event description:
A person with diabetes reported that their insulin pump was not effectively reading the insulin in the cartridge, causing the reading to show they were out of insulin after about a day despite having performed the necessary steps to refill it. As a consequence, they experienced inefficiencies and felt they were wasting insulin by having to repeat the process multiple times. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.